Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available.

Manufacturer narrative:
Supplemental submitted to include additional information that changed field b5.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available. Additional information was received that the deep brain stimulation (dbs) patient was explanted due implantable pulse generator (ipg) received the end of battery life message, patient was also a high frequency user. The patient is doing great post operatively, the location of the device is currently unknown.